Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 3000 ohms triggering a lead safety switch (lss) to unipolar. A further assessment of the atrial lead in-clinic was recommended. Received additional information the ra lead exhibited another high out of range pacing impedance measurement. The presenting electrogram (egm) shows a loss of capture (loc), atrial tachy response (atr) episodes showing farfield r-wave oversensing (ffos), and atrial lead noise. The most recent in-office threshold measurement was 3.4v (volts) at 0.4ms (milliseconds) with output programmed to 2.0v at 0.4ms. Further review was recommended. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 3000 ohms triggering a lead safety switch (lss) to unipolar. A further assessment of the atrial lead in-clinic was recommended. Received additional information the ra lead exhibited another high out of range pacing impedance measurement. The presenting electrogram (egm) shows a loss of capture (loc), atrial tachy response (atr) episodes showing farfield r-wave oversensing (ffos), and atrial lead noise. The most recent in-office threshold measurement was 3.4v (volts) at 0.4ms (milliseconds) with output programmed to 2.0v at 0.4ms. Received additional information the atrial pacing lead impedance was out of range after the most recent in-office interrogation. The device was programmed to vvi (single chamber pacing mode), sensing, pace impedance, and right atrial automatic threshold (raat) test was disabled. Further review was recommended. At this time, the lead remains in service. No adverse patient effects were reported.